Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to connect to their ipg following an unrelated procedure. It is unknown if the ipg was sent into surgery mode prior to the procedure. A manufacturer representative was able to troubleshoot and recover the ipg addressing the issue. Therapy was restored.